Event description:
While wearing the sound processor, the pt reportedly experienced overly loud sensations followed by no sound percept. External equipments was exchanged. However, the problem was not resolved. The pt was seen at the center for device evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning.